Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6), 2010. Subsequently, the patient began to experience pain and a revision procedure was performed on (B)(6), 2011 due to lack of bony ingrowth into the acetabular cup. All components were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation of the returned component found the porous coating on the shell appeared to be intact and showed evidence of bony ingrowth in several locations. The user facility was notified of the event on (B)(6), 2011. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA.